Event description:
A hospital reported to fisher & paykel healthcare that an mr290v vented autofeed humidification chamber overfilled with water upon initial set-up, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The mr290v humidification chamber was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the event description and previous analyses of similar complaints. Results: the event description notes that the chamber overfilled upon initial set-up of equipment. Conclusion: mr290 chamber overfilling is a known failure mode. Without the complaint device, we cannot determine the exact cause of the chamber overfilling in this instance. However, impact damage to the chamber, for instance by dropping, can lead to misalignment and subsequent jamming of the valve float mechanism. This prevents float operation, allowing water to fill uncontrolled in the chamber. Our instructions for use indicate the pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. Fisher & paykel healthcare has an open CAPA item to address mr290 chamber overfilling. Our monitoring and trending of mr290 chamber overfilling has a rate of occurrence worldwide in the last year.